Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by an attorney that the patient underwent a laparoscopic left ventral/spigelian hernia repair on (B)(6) 2014 and mesh was implanted. It was reported that the patient experienced an abdominal bulge, recurrent hernia, and pain in the area of the previous hernia repair, and underwent a revision surgery on (B)(6) 2015. No additional information was provided.

Manufacturer narrative:
Patient code: (B)(4). Device code: hernia recurrence occured no code. It was reported that the patient underwent mesh revision on (B)(6)2015 under dr. (B)(6) at (B)(6) due to hernia recurrence and adhesions. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process. Medwatch is pending DHR review.

Manufacturer narrative:
In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.